Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and found that the pump was damaged along the battery side. The customer reported a blood glucose value of 27 mg/dl. The customer reported hypoglycemia was treated with glucagon, IV insulin drip (intravenous insulin infusion), glucose/carb intake, and emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1880, mmt-396, mmt-332a. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and the the auto mode feature was not active at the time of the event. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-396. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 379000 (37.9 u) dailytotalofbasalinsulindelivered: 136000 (13.6 u) dailytotalofbolusinsulindelivered: 243000 (24.3 u) (B)(6) 2024 06:27:03.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 28000 (2.8 u), bolusamountdelivered: 28000 (2.8 u). (B)(6) 2024 10:08:03.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 42000 (4.2 u), bolusamountdelivered: 42000 (4.2 u). (B)(6) 2024 10:52:35.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 25000 (2.5 u) bolusamountdelivered: 25000 (2.5 u) (B)(6) 202412:54:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2024 14:19:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u), bolusamountdelivered: 50000 (5 u). (B)(6) 2024 15:33:38.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 9000 (0.9 u), bolusamountdelivered: 9000 (0.9 u). (B)(6) 2024 16:46:15.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 29000 (2.9 u), bolusamountdelivered: 29000 (2.9 u). (B)(6) 2024 22:53:49.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 21:28:19.000 lostsensor1alert (780) was found on: (B)(6) 2024 22:11:00.000 (B)(6) 2024 23:02:00.000 (B)(6) 202423:12:00.000 (B)(6) 2024 13:34:00.000 lostsensor2alert (781) was found on: (B)(6) 2024 22:27:00.000 (B)(6) 2024 23:28:00.000 (B)(6) 2024 13:50:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2024 00:25:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 202414:36:01.000 insert battery alarm was found on: (B)(6) 2024 21:46:34.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 11:14:58 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case (cracked along the battery side of the pump, from the belt clip rails down to the bottom of battery compartment) of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.